Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set had flow issues. The following information was received by the initial reporter with the following verbatim: during sterile line change, unable to flush through tubing. Detached, able to flush through blue cap, reattached looser - unable to flush through tubing, reattached again tighter - still unable to flush. Changed out for new tubing and was able to flush.

Event description:
No additional information provided.

Manufacturer narrative:
One sample model me2020, lot 24109120 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and unable to be flushed with water. Visual inspection under a microscope showed signs of excess solvent at the male luer. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of occlusion between tubing and male luer could be related to excess of solvent due to issues with the pin used in the solvent dispenser specified in the standard work instruction. Failure mode was addressed on (B)(6) 2025 for a similar complaint where the standard work instruction was updated to specify to use medica solvent dispenser with 1.4mm pin to assure the correct consistency of solvent and proper assembly. The sku reported on this complaint is not planned to be produced at hmo site, tj site will reactivate production. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.